Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump carbohydrate ratio needed to be adjusted. Subsequently, the customer incorrectly calculated the amount of insulin needed and delivered a larger than needed bolus, and the customer¿s blood glucose level lowered to below 40 mg/dl. In addition, the customer ¿passed out¿. Customer was in the hospital due a non-diabetes related surgery at the time of the event. Customer required assistance from a nurse addressing bg level with soda and a glucagon injection. Tandem technical support assisted the customer in adjusting the carbohydrate ratio settings.